Event description:
Event description cpi received information that at an attempted implant this transvenous defibrillation lead was removed from service due to a cardiac perforation/tamponade. Another cpi lead was successfully implanted.